Manufacturer narrative:
The reported event, for blade breakage, was confirmed, a partial unknown piece of a blade was returned for evaluation. As the device could not be identified and that only a partial piece of a blade was returned further evaluation of this partial piece of blade was not possible. As a result a cause for the blade breakage could not be determined in this case. The quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that during service conducted at the manufacturer a broken piece of a blade was found inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event.